Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to fill the cartridge fully before experiencing resistance. There was no adverse impact to customer's blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.